Event description:
It was reported that the patient had a pocket revision. The manufacturing representative was not present for the pocket revision, so he did not know if there was a problem. The pocket was moved from the back to the abdomen. The patient had healed up without problem and was receiving effective stimulation as far as the manufacturing representative knew.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 240620003, implanted: (B)(6) 2010, product type: accessory. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3550-39, lot# n325934, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).